Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab tight over guidewire is confirmed. The returned intra-aortic balloon catheter (iabc) was found with bends to the central lumen and were consistent with a flattened appearance. Resistance was noted upon loading a guidewire into the iabc central lumen. No other damage was noted to the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent/flattened central lumen. The root cause of the complaint is undetermined; a potential probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "during the procedure according to IFU, no wire entering balloon catheter. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, no wire entering balloon catheter. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "during the procedure according to IFU, no wire entering balloon catheter. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".